Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on 06-02-2023 for wearable with serial number (B)(6) however, wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. D9: device returned to manufacturer - additional information. D9: date device returned ¿ additional information. G3: date received by manufacturer ¿ additional information. G6 type of report ¿ additional information. H2: additional information/device evaluation information. H6: type of investigation ¿ additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and investigation window does not reflect the alleged device. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.